Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the camera was found to not be communicating with the scu and the localizer was not connected. The camera was replaced, and the firmware updated. The system then passed the system checkout and was found to be fully functional. The camera power supply unit (psu) was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the returned psu would not power up. Analysis found that the reported event was related to an electrical issue.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that site noted a message indicating the localizer was not connected along with a beeping noise from the system every two minutes. Site also noted there were no lights going to the camera. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.